Event description:
It was reported that during the implant procedure, the pulse generator exhibited loss of output. The device was not used and a new device was implanted. The patients condition was fine post procedure.

Manufacturer narrative:
.